Event description:
The customer reported via phone call that she was unable to removed that battery cap from the insulin pump. Customer's blood glucose was 600 mg/dl. The customer was treated with manual injection. The customer stated that the battery cap was resolved , they were able to removed it. The customer also reported via phone call that she had a keypad anomaly on the insulin pump. The customer stated that the act and escape button were not responding after a battery change. The customer does not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer declined to troubleshoot for failed battery test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.